Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -10.5/1.5/102 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2019 the lens was exchanged for longer length lens due to low vault . This exchange resolved the problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture and debris on the lens. Visual inspection found the lens haptic torn with debris on the lens. Claim#: (B)(4).